Manufacturer narrative:
Customer reports: inpen not dispensing correct doses and high bg. Per visual inspection: broken off pieces at cartridge holder. Front shell does not stay attached. Inpen successfully paired to the commercial app. Cartridge holder broken off plastic pieces. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed leak test and no priming / delivery anomaly was noted. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to snap arm being cracked / broken. In conclusion: per san diego analysis: inpen passed base line functionality test and displacement dose accuracy. Paired to commercial app using 3 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15. No additional problems found with this inpen. Possible under delivery was not confirmed. Cap anomaly was confirmed. Cartridge holder damage was confirmed due to broken off cartridge holder pieces. Unable to confirm high bg. Base line functionality test : passed displacement dose accuracy: passed paired to commercial app using 3 units. Inpen baseline and wireless functionality. App logbook displayed: 15,15,15,15,15,15,15,15,15,15 no additional problems found with this inpen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a unknown blood glucose value and was treated with manual injection. Customer's blood glucose value at the time of call was 235 mg/dl. In addition to that customer reported inpen was not dispensing the correct dosage, if not dispensing at all. Troubleshooting was not performed. No further patient complications were reported. Customer will discontinue using the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.